Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Consumer called stating when brushing his/her teeth the brush head comes off and is very easy to remove. No injury was reported. Follow-up: consumer sent e-mail stating the brush head sometimes disconnects from the handle when it is in his/her mouth. No injury was reported.